Manufacturer narrative:
(B)(4). Batch #t5e33n. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, the blade engaged the tissue and got stuck. It was removed and a similar device was used to complete the case. There were no patient consequences. No additional information is available at this time.